Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder instability repair, the ar-8400ex broke. All fragments were retrieved and the case was completed by using another ar-8400ex without further issue.